Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with the transmitter. The insulin pump lost communication with the transmitter. The calibration was not accepted by the insulin pump. The sensor glucose value was not available. The customer removed the sensor and found the cannula portion was missing. Customer's blood glucose level was 8.4 mmol/l. The device was not returned.